Event description:
It was reported that the pump exhibited a plunger driver error and check clutch plunger error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked down from tubing guides. Check clutch/ plunger lever error found in pump event history log. During functional testing using multiple flow and occlusion test, the reported issue was unable to be duplicated. The root cause was unable to be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.